Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's internal battery failed to charge. An issue with the device's sensor board was observed. The device's sensor board was also returned to the manufacturer's quality assurance laboratory for further investigation. The root cause of the sensor board failing was caused by transducer (B)(4) to be out of tolerance caused by contamination.